Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid circumflex (cx) artery. The 2.50x24 mm taxus express2 drug eluting stent would not cross the lesion. As the physician was removing the stent, it got caught in the guide, due to a bent stent strut. Stent was removed and the lesion was predilated, and the procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.